Event description:
Caller states the patient tested 5.5 inr, 2.2 inr and 2.1 inr on the coaguchek xs plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Absent the lot number, manufacture date cannot be determined.